Event description:
The tip of the electrode fell off during and the piece remains in the body. This was confirmed via x-ray. The piece could not be removed and the pt was closed. The probe was a reuse.